Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing recurring overnight hypoglycemia, with the lowest blood glucose (bg) of 59 mg/dl. Initial review of device reports showed the user had been announcing meals to correct high bg levels. The agent advised the user to discontinue this practice and scheduled additional training for pump adjustments to help prevent future overnight lows. No medical intervention was required.